Event description:
It was reported the patient had ¿one of his leads moved about a year¿ prior to report. It was stated the patient¿s physician ¿changed the lead wires due to scar tissue¿ and the physician ¿corrected this by placing a paddle lead.¿ it was noted ¿things were fine with the leads until about one year¿ prior to report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).